Event description:
It was reported that the user received an occlusion alert on the ilet when a car seatbelt pinched the infusion set tubing; the alert was cleared, insulin delivery resumed, and the user repositioned the tubing. Investigation included technical troubleshooting and user education. Investigation of this case revealed an occlusion condition associated with external tubing compression. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery without medical intervention. It was concluded that the event involved an insulin flow obstruction, with cause not fully confirmed due to the transient, user-corrected external pinch. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.